Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the similar reported events, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the tip (probe) broke off and fell into the patient. The device fragment was completely retrieved from the patient. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device manufacturer date and lot number. The device was returned to olympus for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found the broken probe portion detached. The broken probe portion was not returned and measured approximately 18mm in length. An u509 error code was observed. The ptfe pad (teflon pad) was inspected and found to be worn but still intact, no missing fragment, and no metal exposed. Based on the similar reported events, the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation.